Event description:
When prepping a transeptal guiding sheath prior to use on a patient, the stopcock on the proximal end fell off during an attempt to flush the sheath. The device was removed from use and a new device was used successfully. The malfunctioned device never reached the patient. Manufacturer rep was notified.